Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) was confirmed. As received, the response buttons were non-functional. Upon evaluation, there was a crack in the rear response button cable. The cause of the inability to activate the device is the cracked response button cable. The root cause of the crack cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons would not activate a patient's monitor.